Manufacturer narrative:
(B)(4). Additional information was requested.

Manufacturer narrative:
(B)(4). Jaws. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the event reported. The analysis results found that device (b) was returned with the shaft bent at handle assembly area making the instrument non-functional. Therefore, no testing could be performed to evaluate the incident reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The final quality release criteria were met before this batch was released for distribution.